Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed damaged right ventricular septum and septum material in setscrew. The complaint is consistent with occurring due to septum material in the hex cavity not allowing setscrew engagement. Septum material in the hex cavity is consistent with having occurred during procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2025. During procedure, it was noted the right ventricular (rv) set screw in the header of the device would not be engaged by the torque wrench. The device was not used and replaced within the same operation. Post-procedure there were no patient consequences.